Event description:
The pt uses a provox larytube and has also a provox voice prosthesis. Due to leakage around the voice prosthesis, the doctor had placed a silicone washer (provox xtraflange) on the tracheal side of the prosthesis. During use of the larytube, the larytube has caught on to the voice prosthesis and the xtraflange has been torn off or dislocated from the voice prosthesis. The pt has been thoroughly examined through bronkoscopy, although he has noticed that he already coughed it out. "Pt has not received any sequel due to this event."

Manufacturer narrative:
(B)(4).